Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed a high alarm casette not attached properly. The cause of the reported issue was a defective downstream occlusion dso sensor. The downstream occlusion dso sensor was replaced. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the cassette is not recognized. There was no patient involvement.